Manufacturer narrative:
Updated to reflect information received on 2017-jul-31 if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding patients who were receiving unknown drugs at unknown c concentrations and dosages via implantable pumps for unknown indications for use. On 2017-jul-31, it was reported that the facility had a number of motor stalls within 2 to 3 months of the date of the report. The rep noted that the pumps involved had all been explanted, replaced, and sent back to the manufacturer for analysis. The rep also reported that all of the pumps had an eri of less than 12 months. Additional information was received on 2017-aug-04 from the manufacturer's representative. It was noted that the events reported were not new events, but were captured in previously reported events. No symptoms or further complications were reported. Additional information was received from the manufacturer's representative (rep) on 2017-aug-18. It was reported that the rep was still investigating these events. The rep did not know which patient belonged to which report, though they did report that not all of the events listed were motor stalls. The list was a group of returns, regardless of reason, that they were referencing for the facility. The rep confirmed that whatever was in the reports was accurate.

Manufacturer narrative:
Analysis of the pump found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving gablofen (concentration 2000 mcg/ml, dose 2000 mcg./day) via an implantable pump. The event date was (B)(6) there was a pump alarm and motor stall had occurred on consecutive days. There were no factors to report that may have led or contributed to the issue. Diagnostics done were interrogation of the pump. The pump was explanted, replaced on this report date and would be returned to the manufacturer. At the time of this report the issue was resolved, patient status was ¿alive; no injury¿ no symptoms were mentioned. No further complications were anticipated/reported

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jun-28. The pump was returned to the manufacturer for analysis. There were no further complications reported/anticipated. Event logs were submitted and showed the following events: motor stall occurred on (B)(6) 2017 at 10:17 motor stall recovery occurred on (B)(6) 2017 at 10:46 motor stall occurred on (B)(6) 2017 at 06:15

Manufacturer narrative:
Additional patient code: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer¿s representative (rep) reporting the patient's baclofen pump was replaced on (B)(6) 2017. It was noted 48 hours before the surgery the patient began experiencing muscle tightness and spasms throughout their body that progressively increased to the point of incapacitation by (B)(6) 2017 morning. It was noted the patient was also very itchy with a burning sensation all over their body. The patient was scheduled for a pump replacement immediately.